Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The next day after the onset, the patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. Treatment for the event was unknown. Seven days after the hospitalization, the patient was discharged. The patient was recovering from the peritonitis. On an unreported date, dianeal therapy was discontinued. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot number gd896126 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.